Manufacturer narrative:
The technician found the holes in plastic siderail were stripped where the screws hold the siderail in place, allowing the siderail to break off. The technician replaced the siderail and screws to repair the bed.

Event description:
Info received indicates the left foot siderail broke off from siderail arm.